Event description:
It has been reported to co that this device fractured while patient was being rolled over in bed. Placed a temporary pacemaker on patient. Pacemaker was losing capture throughout the day. Rolled patient over in bed, monitor alarm went off, noticed the fracture at the black fitting of catheter. Pacing stopped, patient coded, CPR was administered. Patient expired. The device is being retained by the hospital it is not being returned for the company's analysis.